Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient is experiencing bilateral chronic inflammation around my breast implants. Patient code was added. Reason for device explant and/or reoperation: generalized illness and local reaction manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate profile breast implants experienced bilateral hypertension, hypotension, fatigue, tiredness, breast pain that runs to shoulder blades and to side by armpit, joint pain, nerve pain, rashes and hives post procedure. As result, the patient had undergone removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis see 1645337-2019-21427 for contralateral prosthesis report.